Event description:
It was reported that the patients ipg was difficult to charge and was taking longer to charge. Charging re-education was attempted, however, the patient already knew how to charge well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.